Event description:
Per report received from japan- edwards received notification of a pascal ace in mitral position where mitral regurgitation (mr) recurred one year after the procedure. Initially, implantation of two ace devices was planned. However, after grasping with the first device, the mean pressure gradient (mpg) increased to 5 mmhg, and it was determined that a second implant was not feasible. Grasping was performed at a2-p2 with the device, and a residual lesion remained on the lateral side. The procedure was completed with residual mr of approximately grade 2+ (hemodynamics improved). One year later, the customer reported a recurrence of mr. Although severity of the recurred mr and the cause of this event remain unknown, mitraclip implantation or surgical intervention is being considered at the time of follow-up with the customer.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, d4, g3, g6, h2, h4, h6 and h11. H6 additional type of investigation code: labelling review. The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence. No product or imaging was provided for evaluation. Available information suggests that procedural conditions (inability to implant second device) may have contributed to the reported event. Per the event description, the mr recurred after one year. The devices will remain implanted with no plans for the patient to return for evaluation. Given the information provided, a definite root cause is unable to be determined. The complaint for leaflet damaged while capturing was confirmed with empirical evidence. No product or imaging was provided for evaluation for leaflet damaged while capturing. Available information suggests that procedural conditions (multiple grasping attempts) may have contributed to the reported event. Per the event description, the perforation was noted during preoperative echocardiography prior to reintervention over a year after the initial procedure. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Additional information was received from the clinical specialist who confirmed that chordal rupture at p2-p3 was treated with a planned placement of two ace devices. However, after placing the first device, the mean pressure gradient (mpg) rose to 5.5 mmhg, leaving residual disease on the lateral side. The procedure was concluded with residual mitral regurgitation (mr) graded as 2+, although hemodynamics improved. Subsequently, on (B)(6) 2025, worsening of the residual lesion led to a mitraclip procedure. An xt clip was placed on the lateral side, adjacent to the previously implanted ace. The pre-procedural mpg was 3.9 mmhg, which improved to 3.6 mmhg post-procedure. Preoperative echocardiography revealed a perforation on the lateral side where the ace clip had been placed. The reporter commented that since the ace grasping was repeated multiple times, the perforation may have been caused by the retention elements.